Event description:
Customer reported that water got into the amplifier. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the amplifier, dried the components, and checked connections. System operates as intended.